Event description:
The mother of the patient reported that the down arrow is suddenly unresponsive. She denied any damage to the keypad and the pump is not exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button did not activate desired pump functions during testing. There was evidence of corrosion under the down contact. (B)(6).